Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up, interrogation revealed nonsustained oversensing. Noise was reproducible by performing isometric maneuvers. It is suspected the issue was indicative of a lead issue. Lead replacement was recommended. No further information is available.

Event description:
New information received states the lead was capped and replaced. The patient was discharged from the hospital.